Manufacturer narrative:
Additional narrative: date of event: only event year is known. Brand name, common device name, manufacturer name, city and state, lot #, pmk/510k: this report is for an unknown nails: tfna/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Device evaluated by MFR, device manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during the operation, the locking of the blade could not be performed. The surgeons were unable to perform the rotational locking. The surgeons tried to do this alternately with a fixed and a mobile drill. A squeaking sound was heard, which led the surgeon to conclude that the locking mechanism had been triggered. However, it was not possible to place the end cap, because it turned out that the blade had not locked. The surgeon was than able to lock the blade. The surgery completed successfully. There was a surgical delay of forty-five minutes. This report involves one (1) unknown nails: tfna. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation summary : product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.